Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was that a patient underwent an obturator sling procedure on (B)(6) 2014. Within 4 months, the patient experienced an autoimmune reaction to device. The patient was unable to get out of bed and experienced nerve damage and chronic pain all over, but mainly focused on the groin, vagina, hips and lower limbs. The patient experienced chronic fatigue, loss of relations due too painful for sex and loss of ability to do basic things such as sitting. The patient has not been able to sit properly for over a year. The patient has experienced psychological despair/depression. It was reported that revision surgery may be required. Additional information has been requested.

Manufacturer narrative:
The patient reported pain while driving, dressing, going to the toilet. It was reported that the neurologist recommends pain management and urologist referred the patient to a pain clinic.